Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg had become inoperable after an unrelated procedure on (B)(6) 2022 where the ipg was not set to surgery mode. Further troubleshooting is pending.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Event description:
Additional information received indicates that surgical intervention may occur to address the issue.